Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the first t.w. Power supply provided power intermittently and the second did not provide power at all. The hospital switched cables and used a third device and everything worked fine. No patient effects were reported. The device is not being returned. It was reported that the two devices worked fine when the extension cable was replaced.

Manufacturer narrative:
The complaint device will reportedly not be returned to maquet cardiac surgery for investigation; therefore it could not be evaluated. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A batch/lot review could not be completed because a batch/lot number was not provided. Neither could a certificate of compliance be retrieved without the batch/lot number. (OEM device). (B)(4).